Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed bg at time of troubleshooting. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.